Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, there was no video output in the right eye on the second surgeon side console (ssc). The technical support engineer (tse) had the customer check the fiber connection and perform a hard power cycle the ssc. The issue remained. Previously, the fiber cables were swapped and followed the other console in another case. The live logs were not available. The tse did review the previous logs and confirmed the same issue occurred two days ago. The customer swapped ssc in the previous case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The system issue occurred during the procedure. The ports were already placed on the patient. The procedure was completed robotically. The issue only affected one console.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue. The fse found the fiber glass through the wall was completely broken. The fse had the fiber through the wall replaced by a contractor and the right eye came back on the surgeon side console (ssc). The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.